Event description:
It was reported that this implantable pacemaker exhibited noisy signals leading to an automatic lead safety switch from bipolar to unipolar configuration, due to high out of range pace impedance measurements less than 200 ohms. Technical services (ts) discussed troubleshooting and programming options. No adverse patient effects were reported. The device remains in service.